Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Interrogation revealed that the patient's right ventricular lead exhibited oversensing of noise. Programming changes were made. The patient condition was unknown.

Event description:
New information received notes that the right ventricular lead was removed and replaced. The patient's condition was unknown.